Manufacturer narrative:
Additional information received on 01/02/2019: the device that was returned for evaluation (ar-2323bcm / lot: 10145068) did not match the part and lot number that was originally reported. The facility confirmed that the original part and lot number listed on the incident form was incorrect. The device that was returned (ar-2323bcm / lot: 10145068) is the device that broke during the procedure. The case was completed by using the ar-2324bcm (lot: f198317). The rn stated that they are not able to confirm if the ar-2324bcm used to complete the procedure was placed in the same hole, or if it was inserted in a different hole. Evaluation of the device shows: the complaint could not be confirmed, the driver returned appears intact and the broken components were not returned.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-2324bcm, suture anchor, bio-composite swivelock broke off as the surgeon was twisting the handle to insert the implant into the bone during an arthroscopy rotator cuff repair procedure. The rn stated that part of the implant remains securely in the patient. The facility confirmed that the device will be returning for evaluation. Additional information received on 10/15/2018: the facility confirmed that there was not a arthrex sales representative present during the procedure. The case was completed by using a 4.5 swivelock. The rn stated that a tap was used, and the bone quality was medium.